Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure the physician gained access to the left common femoral with the micro puncture set. When attempting to remove the micro puncture wire from needle, the wire began to unspool. As the wire was being removed, the tip unraveled starting at the transition point to a length of about two feet. The wire was entirely removed from the patient manually by the physician. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.